Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an inappropriate elective replacement indicator (eri) trigger on the implantable pulse generator (ipg). It was also noted that the battery voltage was not available. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.